Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2023, additional information was provided: the pump was turned off by the customer. This event does not meet MDR requirements as defined by 21 cfr 803.